Event description:
The customer reported that the high-definition camera head is "out of focus, even though focus control lever was not touched." There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation could not be confirmed. The device evaluation found that the device was inspected and tested and met standard specifications. A device history review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. However, based on the results of the investigation, the out-of-focus event could have been caused by other devices. This failure is addressed in the instructions for use (IFU): if the endoscopic images or functions are abnormal and return to normal spontaneously, there is a possibility that the device has already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. Olympus will continue to monitor the field performance of this device. This report will be supplemented if additional information becomes available at a later date.

Event description:
The customer reported that the high-definition camera head is "out of focus, even though focus control lever was not touched." There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the h6 investigation findings code. Updated fields: b6 and b7 (updated from na to ni), g3, h2, h6.